Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of over 660 mg/dl at the time of the incident, the customer current blood glucose was 574 mg/dl. Customer blood glucose went high on (B)(6) 2019 took a bolus and then woke up the next morning and her blood glucose was 585 mg/dl. She took another bolus and then started throwing up and could not keep anything down. Her husband drove her to the hospital and was in the ICU until (B)(6) 2019. The customer was hospitalized on (B)(6) 2019. The customer was treated with insulin drip. The insulin pump will not be returned for analysis.